Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose level ranged from 198 mg/dl. The customer continued to use pump for insulin therapy.